Event description:
Based on the information provided, the device did not cause or contribute to a death or serious injury, nor has it been implicated by the surgeon. However, the surgery time extension was greater than 30 minutes. In accordance to 21 cfr 803, it is concluded that this is a reportable event.